Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. It was reported that cardiosave iabp had an issue with pump had a gas loss alarm. Customer cancelled call after performing a safety disk leak test on the pump and it passed. Issue was diagnosed as a balloon related issue. No info on the balloon is available. All available information has been provided and no further information is available. No on site visit was performed. The iabp is functional and cleared for clinical use. H3 other text : customer cancelled call.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a gas leak. There was no patient involvement reported.